Event description:
I had lasik on (B)(6) 2023. Clearly the worst mistake of my life. My up close vision is very blurry and my left eye is very blurry and right eye is not great. My surgeon was an incompetent doctor. I had dlk (diffuse lamellar keratitis), inflammation, and now floaters. There is some evidence to suggest that dr. (B)(6) did not follow medical protocol and lift the flap and clean. I now have corneal melt that is untreatable. So, my vision is very bad and I am disabled for life. I have had multiple suicide attempts since lasik. Refractive surgery is a scam, doesn't work and is highly dangerous and should have never been approved. There are hundreds of thousands world-wide that suffer immense pain and suffering nonstop due to having lasik and other refractive surgeries. You can search online and facebook groups and others to find the evidence. Please stop the carnage and put an end to this barbaric elective procedure known as lasik. Even the original founder that cleared lasik for the FDA has come out and stated it was a mistake to allow doctors to perform this inhumane and barbaric procedure. Please help and do something. The suicides due to this barbaric procedure is high. These doctors that perform the surgery know it's damaging but they do it for the money. My doctor, despite having a year contract, has banned me from his office and won't return phone calls after having the procedure. He is a liar and a thief and many lasik surgeons do this to patients once they have complications and left to suffer alone. I don't know if law requires dr. (B)(6) to report problems to the FDA, but please look into him and save other humans from having the same fate as me. Thank you.